Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
Arjo become aware of the event with involved arjo device system: trixie lift and sling. It was reported that during transferred the patient the sling unhooked from lift and the patient fell on the floor. As consequence of the event the patient sustained head trauma.

Manufacturer narrative:
Arjo become aware of the event with involvement of arjo system: trixie floor lift and sling. It was reported that during patient transfer the sling clip attachment unhooked from the lift's spreader bar and the patient fell on the floor. As a consequence of the event, the patient sustained head trauma, which did not require any further medical treatment. After the event, the device was evaluated by arjo service technician. The lift (serial number: (B)(4), model number: kta0200) manufactured on jan 13th, 1997 was in general good condition despite that device has been in use for above 20 years. It was confirmed that sling and lift did not require any repair. During the customer side visit, performed on (B)(6) 2018, arjo service technician noted that the safety secured clip was not correctly attached to the device spreader bar. A sling clip, once correctly attached and monitored to stay in place by caregivers as the weight of the person in the sling is gradually taken up, as indicated to be required in the labeling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. It cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Previous simulations have established this to be at a minimum over 13% of the body weight of the patient. Based on product knowledge and review of previous complaints, there is no possibility of a person to slide out of the sling during on-label use of the device. There are few factors identified that could contribute to a person sliding out from the sling, as following: 1. A sling being used that is of a very inappropriate size (several sizes off). 2. An obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used, wrong position of the resident/patient arms). 3. A sling clip detaching or not being attached to the lift device before starting the transfer. Taking into account all facts and information collected in a course of this investigation, we can state that one factor might contribute to patients slip out of the sling. The sling was not being correctly attached to lift spreader bar. According to passive clip slings instructions for use (IFU, 04.sc.00-int rev. 2, october 2014) the right type and size of sling should be used after proper assessment of resident's size, condition and the type of lifting situation: "warning: to avoid injury always read this instruction for use and accompanied documents before using the product. Mandatory to read the instruction for use." "Warning: to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process." Based on product knowledge and review of similar situations that took place in the past, the resident's slip out of the sling is only likely to occur when a user does not follow correct transfer procedure as presented in the device labeling. To conclude, arjo trixie lift was used for resident's transfer when the patient slipped out of the sling and fell. There was no technical failure with the lift or the sling which might have contributed to the event. The complaint was decided to be reportable due to the potential of serious injury upon reoccurrence.